Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittently working "channel select" key on the channel "b" pump-head module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This pump contains un-remediated user interface module master software. No additional information is available.